Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025, it was reported that the patient experienced a missing sensor wire. The day of the event the sensor experienced a sensor error, and when the sensor was removed, the patient could not see the sensor wire. The patient did not experience report any symptoms but stated that the sensor wire was stuck in the skin and went to the hospital. An x-ray was made at the hospital, and the sensor was removed with a surgical incision. The patient was prescribed a bacitracin ointment which she had to apply for 7 days. There was no treatment documented. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.